Event description:
The customer reported v4 12-lead ECG signal acquisition failures.

Manufacturer narrative:
The customer reported v4 12-lead ECG signal acquisition failures. The customer evaluated the device, and isolated the issue to the ECG leads trunk cable. Philips sent the customer a replacement ECG leads trunk cable to resolve the issue.